Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the footed portion being damaged by tool contact. On follow-up it was noted that this was identified during cleaning and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. A portion of the foot of the attachment was detached and missing. On follow-up it was confirmed that there was no patient impact. Event date estimated. Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. This device has been in use for 30 months without any record of factory service. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."